Event description:
It was reported that the customer experienced repeated unexplained low blood glucose levels for several days. The customer stated that she had dropped her basal settings and did not take full bolus correction, treating with manual injection instead. The blood glucose reading was 61 mg/dl, treated with food and drink. She suspended the insulin pump for 2 hours, then her blood glucose reading was high; she adjusted settings for the high reading but ate to compensate for low. She noted that the reservoir showed the same amount of insulin as on the screen. The insulin pump passed the displacement test. She noted that she had an x-ray done with the insulin pump under a lead vest previously. Advised the customer to consult with her doctor regarding low blood glucose. She reported a blood glucose reading of 46 mg/dl, treated with juice, then noted it as 80 mg/dl. Two days later, it was 25 mg/dl, then 374 mg/dl. The device was hot to touch; advised to use alkaline battery. Nothing further noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.